Manufacturer narrative:
Journal article details; title: endograft migration after thoracic endovascular aortic repair authors: philipp geisbüsch, md, denis skrypnik, md, marius ante, md, michael trojan, md, tom bruckner, md, fabian rengier, md, and dittmar böckler, md, journal of vascular surgery doi: https://doi.org/10.1016/j.jvs.2018.07.073. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient group for endovascular thoracic aortic aneurysm repair. Approximately 49 months post implant, one patient experienced migration of the stent graft, at the site of the proximal landing zone and the overlapping zone, associated with a type ia endoleak. A proximal extension was implanted as treatment.